Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ pump model #: unk/ catalog #: unk/ expiration date: unk / serial #: unk UDI #: unk device available for evaluation: no device evaluated by MFR: no, yes (B)(4). This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with low flows on the ventricular assist device (vad) for 8 days. It was reported that the patient had a thoracic aortic aneurysm and experienced shock with marfans (fibrillin gene defect). The patient was in sustained supraventricular fibrilation with biventricular volume overload, and mild hypokalemia. The patient was urgently shocked with hvad flow improvement. The patient had concomitant right ventricular dysfunction and aortic insufficiency. On computed tomography angiogram (cta), the patient had vad thrombus and a 3.5 cm aneurysm at the outflow graft anastomosis within the axillary artery extending to subclavian. Within the outflow graft there was reportedly 50% outflow narrowing. The patient received a heart transplant. No further patient complications were reported as part of the event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.